Event description:
It was reported that on (B)(6) 2020 the pump output increased to 10 watts (w) after 22:00 when the patient was at home. Immediately after, the pump output decreased but the patient's lactate dehydrogenase (ldh) did not decrease. Thrombus was suspected. Examination results on (B)(6) 2020 showed hemolysis and hepatic dysfunction. The patient was admitted. Their ldh was 3,708 u / l and their hematocrit was 28%. Their total bilirubin was 5.2 mg / dl, aspartate transaminase (ast) was 157 u / l, and alanine transaminase (alt) was 18 u / l. The cause of the hemolysis was unknown. A pump replacement procedure was planned, but the patient's heart function had improved. The device was explanted on (B)(6) 2020 due to recovery.

Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-02061/2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 26sep2022 the review of files of this event type was completed. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed the presence of pump thrombosis. A direct correlation between the device and the report of hepatic dysfunction could not be conclusively determined through this evaluation. The pump was returned assembled with the driveline cut approximately 3 inches from the pump housing, a middle segment measuring approximately 3 inches was returned, and the distal segment measuring approximately 33 inches was returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The sealed outflow conduit (outflow elbow, outflow graft) was returned attached to the pump's outlet port. The outflow graft bend relief and the bend relief collar were not returned. Upon disassembly of the returned pump, examination of the inflow flex section revealed a thrombus adhered to the graft interior. Although a duration of time for which it was present in the device could not be conclusively determined, the thrombus showed no evidence of denaturation, suggesting it was not present for an extended period of time during patient support. Examination of the rotor revealed a pink, non-laminated thrombus adhered the blade and body of the mid-section of the rotor towards to distal side. The structure of the thrombus formation suggests that it did not originate on the rotor and initially developed in another location; however, its specific origin could not be conclusively determined. Examination of the proximal side of the outlet stator revealed a large, non-laminated thrombus situated around the outlet bearing ball and in between the stator blades. The thrombus showed signs on denaturation suggesting that the thrombus was present for an undetermined period of time. The lack of laminated layering suggests that the thrombus did not form in the outlet stator; however, its origin could not be determined. Although a root cause for the development of this thrombus could not conclusively be determined through this evaluation, the observed thrombus and concentric contact marks on the rotor suggest that the observed thrombus, as well as the thrombus on the body of the rotor, would have contributed to the elevated pump powers due to the drag on the rotor, as well as the report of elevated lactate dehydrogenase (ldh). Upon removal of the observed thrombi, the device was cleaned. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 08jul2015. The heartmate ii lvas instructions for use (IFU) is currently available. Device thrombosis, hemolysis, and hepatic dysfunction are listed as adverse events that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. This section also discusses anticoagulation, including recommended inr (international normalized ratio) values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2015. Evaluation of heartmate ii lvas, serial number (B)(6), confirmed the presence of pump thrombosis. The pump was returned assembled with the driveline cut approximately 3 inches from the pump housing, a middle segment measuring approximately 3 inches was returned, and the distal segment measuring approximately 33 inches was returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The sealed outflow conduit (outflow elbow, outflow graft) was returned attached to the pump's outlet port. The outflow graft bend relief and the bend relief collar were not returned. Upon disassembly of the returned pump, examination of the inflow flex section revealed a thrombus adhered to the graft interior. Although a duration of time for which it was present in the device could not be conclusively determined, the thrombus showed no evidence of denaturation, suggesting it was not present for an extended period of time during patient support. Examination of the rotor revealed a pink, non-laminated thrombus adhered the blade and body of the mid-section of the rotor towards to distal side. The structure of the thrombus formation suggests that it did not originate on the rotor and initially developed in another location; however, its specific origin could not be conclusively determined. Examination of the proximal side of the outlet stator revealed a large, non-laminated thrombus situated around the outlet bearing ball and in between the stator blades. The thrombus showed signs on denaturation suggesting that the thrombus was present for an undetermined period of time. The lack of laminated layering suggests that the thrombus did not form in the outlet stator; however, its origin could not be determined. Although a root cause for the development of this thrombus could not conclusively be determined through this evaluation, the observed thrombus and concentric contact marks on the rotor suggest that the observed thrombus, as well as the thrombus on the body of the rotor, would have contributed to the elevated pump powers due to the drag on the rotor, as well as the report of elevated lactate dehydrogenase (ldh). Upon removal of the observed thrombi, the device was cleaned. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The heartmate ii lvas IFU rev. H is currently available. Device thrombosis and hemolysis are listed as adverse events that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. This section also discusses anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event took place at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was experiencing elevated powers and flows. The patient visited the hospital outpatient as the pump power temporarily increased from 5w to 10w. Pump thrombosis was suspected, and a ramp test was performed. It was found that the patient's native heart function had improved so the pump was explanted. The hospital wanted to know if there was thrombosis inside the pump.